Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the separation of the coil at the distal end of the lead is within specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a new lead looked "stretched out" upon being opened, and that the filament near the distal end of the lead was slightly separated. The lead was not implanted. A different lead was implanted. No patient complications have been reported as a result of this event.